Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
The customer reported: this facility and 5 surgeons in the (B)(6) area have had continual issues with lint in their custom paks. They have noticed on 2 occasions fluff / lint / fine material inside the I/a sleeve. One of the samples has a significant amount of blue lint coming out of the end of the I/a sleeve. No pt impact was reported. Add'l info was requested.